Manufacturer narrative:
One device was received for evaluation for the complaint that there was downstream occlusion alarm. The review of event log found that high alarm displayed "upstream occlusion". There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal delaminated and uso seal buckled. The complaint of downstream occlusion alarm cannot be confirmed through occlusion testing. The probable root cause was unknown. The pump dso/uso sensor calibration and the performance verification testing was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was downstream occlusion alarm. The event happened during testing. There was no patient involvement.